Event description:
The customer's spouse called to report that patient used the device to check their blood glucose and obtained a result of 301 mg/dl. Spouse called the emergency medical techs and when they arrived they checked patient's glucose and the level was 30 mg/dl. Patient was taken to the hosp, admitted and given an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.